Event description:
Hcp reported pt presented with signs of an infection of the device pocket. These include redness, pain, and pocket erosion. Cultures of the device pocket were obtained. Staph was the organism cultured. Hcp reports pt does not have meningitis. The pt was treated with both IV and oral antibiotics and partial device system explant. Device was not returned to MFR for analysis. Hcp reports pt's infection is now resolved. Hcp reports "pt abnormally laid overnight on ipg and developed pressure sore, which went into ulcerate but not perforated."